Manufacturer narrative:
A distributor field service engineer (fse) arrived at the customer site to investigate the reported event. The fse cleaned the substrate 3-way solenoid valve and dispenser. The fse cleaned and lubricated the b/f probe, primed reagents, ran daily checks, and processed patient samples without any issues. No further action was required. The aia-360 instrument was performing within manufacturer's specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 12-may-2018 through aware date 12-jun-2019. There were no other similar events reported during the searched period. The aia-360 training manual under tab 8, troubleshooting, states the following: analyzer error codes. All analyzer error code numbers are associated with a particular system, operation, or communication function. An error number, problem, problem cause, and possible problem solution will be displayed whenever an error occurs. Error codes which suggest solutions beyond the scope of the operator should be referred to tosoh technical support. When an error occurs, an audible alarm will sound, and the error message will be displayed on the screen and output to the printer. The operator should take appropriate action and press ok on the screen. Error message: 2017 substrate purge failure. Cause: no substrate was dispensed at daily maintenance. Solution: check substrate level and replace as necessary, repeat daily maintenance. The most probable cause of the reported event was due to a clogged substrate 3-way solenoid valve.

Event description:
A customer reported to the distributor getting error message "2017 substrate purge failure" on the aia-360 instrument. The customer requested service to address the issue. A distributor field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of cardiac troponin I (ctnl2) and progesterone ii (prog ii) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.